Event description:
A report was received that the patient developed a hematoma over the ipg site after being implanted. During post-op the hematoma was drained and the patient was reportedly doing fine.